Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking at the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. During the investigation, external and internal visual inspections of unit revealed exposed wires on the power supply. The power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. There were no damages found to the right-angle extension cable or power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.